Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." Remains implanted.

Event description:
It was reported a patient underwent a right partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient reported experiencing pain on (B)(6) 2008 after a fall. The patient reported a cracked knee cap after a fall on (B)(6) 2015; the fall was not related to the device. No revision has been reported to date.